Manufacturer narrative:
A supplemental report is being submitted for correction, addition information and device evaluation. Adding "battery " and controller ac adapter manufacture and expiration date. Product event summary: the controller and one battery were not returned for evaluation. One controller ac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller ac adapter revealed that the device passed visual inspection and functional testing. The adapter was able to adequately connect to a test controller; the connection was stable with no abnormalities observed. As a result, the reported poor mechanical connection event could not be confirmed. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving a controller adapter and bat816937. Momentary disconnections will result in an audible tone or ¿beep¿. As a result the reported power switching and beeping event was confirmed. A power source lubrication procedure had been performed on controller ac adapter in accordance with the requirements under fsca cvg-18-q4-19 on 28-oct-2019. A power source lubrication procedure had been performed on bat816937 in accordance with the requirements under fsca cvg-18-q4-19 on 15-apr-2020. The most likely root cause of the reported premature power switching event and beeping event after lubrication can be attributed to momentary disconnections due to temporary corrosion of the controller-port / power-source pins. Additional products: d4: model#: cac217250 / d10: yes, return date:27-aug-2020 / dev rtn to MFR? Yes / h4: mfg date: 28-jan-2019 / d1: heartware ventricular assist system ¿ battery / d4: model #: 1650de / catalog #: 1650de / expiration date: 31-mar-2021 / serial or lot#: (B)(6) / UDI#: (B)(4) / d10: no / h3: yes / h4: mfg date: 13-mar-2020 / h5: no / h6: patient code(s): c50675 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was also reported that the battery exhibited power switching. The battery remains in use.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: one controller and one controller ac adapter were not returned for evaluation. As a result, the reported poor mechanical connection event could not be confirmed. Log file analysis revealed that the controller in use during the reported event, the controller, contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving a controller adapter and an additional battery. Momentary disconnections will result in an audible tone or ¿beep¿. As a result the reported power switching and beeping event was confirmed. A power source lubrication procedure had been performed on the controller ac adapter in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2019. A power source lubrication procedure had been performed on an associated power source in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2020. Based on the available information, the most likely root cause of the reported premature power switching event and beeping event after lubrication can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins, and/or a d amaged controller adapter connector. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported poor mechanical connection can be attributed, but not limited, to connector damage. Additional product: d4: (B)(6) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device additional information. Newly received information indicated the serial number of controller ac adapter 1430jp serial# (B)(4).. Investigation of this event is pending and a supplemental report will be sent upon its completion.medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional product: heartware ventricular assist system ¿ controller ac adapter. Model #: 1430jp / catalog #: 1430jp / expiration date: unk / serial or lot#: xxxx. UDI #: (B)(4). No. Mfg date: unklabeled for single use : no. Patient code(s): c50675. Device code(s): c62952. FDA results code(s): 3233. FDA conclusion code(s): 11. Additional information has been requested regarding the controller ac adapter serial number of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the connection between the controller and ac adapter cable was loose that caused the controller to exhibited a power switching and beeping sound for power recognition. The controller and ac adapter remains in use. No patient complications have been reported as a result of this event.